Event description:
Per the information provided to co by the physician's office, the device was removed due to "tubing fracture" secondary to a "fluid loss." As reported to co, the entire device ws removed and replaced with the same type device, produced by the same manufacturer.